Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in a small volume intermate. The event was further specified as ¿foreign contaminates inside the pump lines¿. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the actual sample was received and evaluated. Visual inspection was performed using the naked eye which revealed a particle embedded in the material of the tubing line. The particle was not in the fluid path as it was embedded in the material of the tubing line. The particle was subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the returned sample, however, the particle was within the acceptable manufacturing specification range. Therefore, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.